Event description:
It was reported that during routine follow-up this atrial lead was discovered to be dislodged. The patient underwent a procedure to reposition the lead at which time it was observed on fluoroscopy that the lead helix had retracted. Repositioning was attempted three times and each time the helix retracted after positioning. The physician elected to implant a new lead, and the procedure was completed without adverse effects. The lead is expected to be returned.